Manufacturer narrative:
Device evaluated summary: no abnormality was found in the cable during the inspection at the time of receipt, but the deformation of the thread of the handle screw was confirmed. Cause for it is unknown.

Event description:
Information was received that patient with symptoms of spinal canal stenosis involved in mel (microendoscopic laminoplasty) procedure. Levels implanted- l3/4. It was reported that at intra-op, instrument could not be fixed due to the cable break. There was no delay in overall procedure time. Product came in contact with patient. There were no patient symptoms or complications reported as a result of the event.